Event description:
It was reported that during a knee scope, open reduction internal fixation (orif) and osteochondritis treatment the tip of the threaded guidewire broke off after being drilled over with a 2.0mm cannulated drill bit for a 2.4mm headless compression screw. The broken segment was left in the medical condylar of the patient. The broken section is approximately 5mm-10mm in length. No patient harm was reported and the procedure was completed successfully with no reported surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.